Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported they didn't think it was working right, then stated they went to the bathroom too many times at night. Patient was requesting assistance from the manufacturer to aid in using the device. Patient was offered assistance, but declined due to blindness. Caller was redirected to their healthcare provider to facilitate a meeting with the manufacturer representative. No further complications were reported or anticipated.